Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed noise on the right atrial lead. The device had been reprogrammed to inactivate atrial pacing and sensing. It is unknown if there were any patient symptoms or consequences due to this event.